Event description:
Information received from (B)(4) indicates the following: arthrofibrosis. Above knee amputation performed. Left knee.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. The following devices were also listed in this report: cat# 64786705; ti dur reg fluted stem14x155mm; lot# unknown. Cat# 64813112; mrh tibial b/plt keel med 2; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.